Event description:
The reporter stated there's zipper damage on the side panel and that the teeth do not align. During use, the patient attempted to get out of the canopy. The patient's mother was able to get to her, before she could climb out. There was no patient injury reported.

Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. Manufacturer references (B)(4).